Event description:
Boston scientific crm received information that this pt's atrial lead dislodged out of the appendage and fell into the tricuspid valve, exciting the ventricle and putting the pt into some episodes of ventricular tachycardia. The cardiologist opted to remove the atrial lead and wait for the pt to stabilize before attempting a new atrial lead. The boston scientific crm sale rep (sr) was contacted, and confirmed that once the atrial lead was removed the pt did stabilize, however, noted the pt does have a very sick heart and it was suspected that the pt recently had a stroke. The sr stated no adverse pt effects were reported during this clinical observation and indicated a new atrial lead will be attempted once the pt becomes a little stronger. The device has been programmed vvi in the meant time. The event date provided by boston scientific does not fit with the complaint. Therefore, we are using the explant date as the event date.